Event description:
A report was received that the patient was experiencing pain and shortness of breath after implant procedure. The physician believed that the shortness of breath and pain symptoms were not stimulation related. The patient went to the emergency room and was prescribed pain medication. The patient was reportedly doing well.